Event description:
It was reported that, "there was a non stryker periprosthetic fracture that was revised. The nurse went to open the package and it was very obvious that the outer package was cracked and open so the inner package was exposed. Because the inner sterile package was sealed, the surgical staff determined that the sterility should still be in tact. A national loaners sticker was on the outside and it was somehow in their regular loaner kit."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.